Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a guide wire crossed the lesion with difficulties, ablation was performed with a rota burr. A 3.50mm x 12mm emerge balloon catheter was then advanced for pre-dilatation. However, during the first inflation for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, located on the proximal side of the proximal markerband. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a guide wire crossed the lesion with difficulties, ablation was performed with a rota burr. A 3.50mm x 12mm emerge balloon catheter was then advanced for pre-dilatation. However, during the first inflation for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.